Event description:
A banding of varices was being performed and completed using the mbl-6 on an olympus, gif-xq240 endoscope. Upon removal of the endoscope from the patient the barrel detached in the patient's esophagus. The barrel was retrieved from the esophagus by the use of a basket, snare, and forceps. There was no patient injury reported. The endoscope used in conjunction with this device, gif-xq240, has an outer diameter of 9.0mm. The product labeling for this device states that this is compatible with endoscopes having an outer diameter of 9.5mm-13.0mm.